Manufacturer narrative:
The customer has continued to use the system without any problem after the incident. The incident was mentioned in passing to a ge service rep during a site visit for an unrelated reason.

Event description:
It was reported that a healthcare provider sustained a serious injury while incorrectly performing a millennium mg collimator exchange. A pt was not involved. The operator reported that he did not follow instructions to release the table extender prior to the initiation of the collimator exchange process. This resulted in the collimator catching the extender and lifting the table when the gantry was rotated. The table slipped and hit the hcp in the shins resulting in bruising and a laceration requiring several stitches. The operator failed to use the hand-held controller, collision switch, or emergency switch to stop the system. No other injuries were reported.